Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis upon the returned cpu board shows that issue is related to the failure of ls1.

Event description:
The customer reported that the ¿check vent: backup alarm failed¿ alarm occurred. There was no patient involvement.